Event description:
Healthcare professional reported difficulties with the sewing ring while implanting the 21mm valved conduit. This is hcp's first use of this product. Hcp abandoned the valve and implanted a 23mm r7700. The valve was not returned for eval. There was no reported adverse effects to the pt.